Event description:
On (B)(6) 2013, it was reported that the physician's handheld was not charging. It was identified that the power light flickers when the connection at the power cord was manipulated. When the handheld was placed on another serial cable, the issue was not present. When the a/c cord was replaced again, the power light would again flicker. The programming system was returned to the manufacturer on (B)(4) 2013 and is pending product analysis.